Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinder was visually inspected, and it was noted that the outer tube had a hole and inner tubes detached in the proximal end of the cylinder. These damages were consistent with sharp instrument damage. The cylinder could not be leak tested due to the hole and detachment identified. Based on the information available and analysis results, the reported allegation of a cylinder hole could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that did not work properly. Upon explant, the right cylinder was found to have a tear. The ipp cylinder was explanted and replaced with a new ipp cylinder. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that did not work properly. Upon explant, the right cylinder was found to have a tear. The ipp cylinder was explanted and replaced with a new ipp cylinder. There were no patient complications reported.